Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual increase in the pacing impedance and in the threshold. Additionally, the increase in the right ventricular automatic threshold (rvat) tests indicates the device has been in suspension more often now. Technical services (ts) discussed that no evidence of noise has been stored in episodes or presenting rhythms and recommended for further evaluation. Approximately a year later, additional information was received which indicated that, this rv lead was surgically abandoned and replaced due to high impedances out of range. No additional adverse patient effects were reported.